Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's wife that their insulin pump had been exposed to moisture and the display screen has moisture trapped behind it. Customer stated they had changed the batteries but the issue was not resolved. Customer stated that the device had been exposed to moisture when they were splashed with water. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 256 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic assembly. The insulin pump had a corroded motor home switch. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.